Event description:
Procedure: lap chole. According to the rptr: in use, the outer cylinder was torn and inner cylinder was burred. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).